Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the customer was performing planned treatment/non-emergency treatment, procedure was completed as planned by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm geometry movements were unavailable. Upon troubleshooting, to resolve the issue, fse recalibrated the c-arm. Review of the system log files confirmed that due to flex arm ceil being not calibrated, the c-arm geometry movements were unavailable. After recalibration of the c-arm, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this compliant.